Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device paddles failed to discharge during clinical use. There was no adverse patient impact reported.